Event description:
It was reported that when an asymptomatic patient presented in-clinic, non-sustained rv oversensing due to myopotential oversensing was observed. The oversensing was reproducible with patient¿s coughing. Programming changes were made and the oversensing was no longer seen. Patient¿s condition was stable.